Event description:
Pressure monitoring kit with transducer did not properly transduce cvp waveform and had to be replaced with second transducer. Once replaced appropriate waveforms were obtained.====================== manufacturer response for pressure monitoring kit with truwave disposable pressure transducer, edwards======================will send manufacturer a copy of this medwatch and offer to return device upon request.